Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after a cardiac ablation procedure with a 10f sheath. Reportedly, one proglide suture was successfully placed, but hemostasis was unable to be achieved. An additional proglide was inserted and deployed. However, the suture did not catch the vessel wall as the knot came out of the tissue tract when tension was applied to the long suture limb. Therefore, a figure eight stitch was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context due to circumstances of the procedure. Factors that may contribute to a malposition of the device include, but not limited to, an interaction of the device with patient anatomy (misplacement), friable vessel, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided